Event description:
It was reported post implant the realize band, the device was replaced due to a leak. There was no reported patient consequence.

Manufacturer narrative:
(B)(4): information was not provided by the contact. The band/balloon with 5.5cm of catheter , the locking connector, the tubing strain relief and one piece of catheter, 37cm in length, were returned for analysis. Upon visual inspection, blue color was observed in the balloon. Most likely from the contrast media used to detect the leak. The buckle was cut from the reinforcing band. There were four foldlines on the balloon. A tear of 0.6mm in length was observed on the balloon at 3.8cm from the catheter connection and localized on a foldline. A leak test was performed on the band/balloon with an unsuccessful result; leak was found where the tear was observed. The complaint confirmed there was a leak in the balloon on a foldline. Balloon leakage is a recognized event associated with the realize band. The observed leak on foldline is the result of material degradation of balloon over the time. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.